Event description:
It was reported that plain old balloon angioplasty (poba) was performed to treat a heavily calcified and mildly tortuous 90-99% occluded lesion in the posterior tibial artery (pta) during an endovascular treatment (evt). After puncture from the left groin, an asahi gladius mg14 pv es guide wire was ipsilaterally and antegradely advanced. During guide wire manipulation in the heavily calcified lateral plantar artery, the guide wire got broken and removed. With use of a new unspecified guide wire, the procedure was continued and completed without complication after successful revascularization. It was informed that there were no health hazards caused to the patient due to the reported event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. While the reported guide wire is currently marketed in the us under the brand name gladius mongo 14 es, the device is marketed some areas outside the us under the brand name gladius mg14 pv es. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported gladius mg 4 pv es guide wire was returned for investigation. The returned gladius mg14 pv es guide wire was found fractured at approximately 25mm distal to the proximal solder (set at 30mm from the wire tip to fix the outer coil onto the core wire). The polymer jacket of the guide wire was removed for observation. Microscopic observation of the fracture end found the outer coil and inner coil were tightened to each other and fractured together with the core wire. Measurement of the returned gladius mg14 pv es suggested that the guide wire was fractured and detached at approximately 5mm from the wire tip. The distal wire fragment was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally accumulated on the gladius mg14 pv es guide wire while its distal segment had been caught by the calcium. Consequently, the outer coil and inner coil were tightened to each other and torn off together with the core wire and the polymer jacket. Although it was concluded that this event was not attributed to product quality, it was concluded that wire fragment would be inevitably left in situ as the distal wire fragment was not returned. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: - separation of the guide wire.